Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical equipments ¿ eqt. As it was stated, part of the handle detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light equipments ¿ eqt. As it was stated, part of the handle detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information provided by a getinge technician that visited the site and inspected the device, the defect was discovered during daily checking. Based on the information collected, it was established that when the event occurred, maquet equipment did not meet its specification, since the handle had detached. Such a scenario can be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates if upon the event occurrence, the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, issues registered for handle holder detachment on maquet equipment, it was confirmed that in the last 5 years there was no serious injury or worse reported. As stated by the subject matter expert at manufacturing site, the detachment between handle holder and aluminum cylinder, which allows bonding of the handle, is probably due to mechanical shocks, collisions or excessive efforts. To prevent any similar incident, the following have been implemented: during the manufacturing the parts are degreased. The quantity of the instant adhesive gel deposited is checked. The adhesive bonding is checked by manual traction during the manufacturing. The user manual (IFU 01821 en 11) on pages 35 and 40 mentions to check the condition of the sterizable handle. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).